Event description:
It was reported that emergency services had to be called to revive the customer due to hypoglycemia. The customer stated that the insulin pump delivered a bolus that he did not program while he was sleeping. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.